Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the manufacturer representative was meeting with the patient to show the patient how to charge because their battery was getting low. While meeting with the patient they saw an ¿incompatible neurostimulator¿ screen on the implantable neurostimulator recharger (insr). The patient had forgotten their insr and the warning message was seen on the manufacturer representative¿s insr. The patient¿s battery was replaced 2 weeks prior and thinks they were given a rechargeable due to the patient¿s high output, 8.0v. After meeting with their manufacturer representative the day prior they were able to go home and charge up and got the stimulator on a number that was comfortable on their back. The next day, on (B)(6) 2014, the patient called in stating they were confusing the coupling bars with the implantable neurostimulator (ins) charge level. The patient noticed after they woke up on (B)(6) 2014 that their ¿controller¿ would not turn on the device and that¿s when they noticed their battery wasn¿t charged. The day before, the patient had 8 coupling bars but now have 0 and need to charge because their back hurts. After trouble shooting on the phone the patient was able to get 6 coupling bars and was instructed to charge until the battery was full. On (B)(6) 2014 the patient met with the manufacturer representative again for reprogramming but forgot to ask how to increase stimulation. When they got home they wanted to turn their stimulation up just a little higher to make it more comfortable but when they took the patient programmer away, it turned the stimulation off. More troubleshooting over the phone assisted the patient and they were able to turn the stimulation on and off and their stimulation was comfortable.

Event description:
Additional information received reported the patient was seen on (B)(6) 2014 for reprogramming. The patient was re-educated on how to charge their implantable neurostimulator (ins) and had no other questions or concerns.